Event description:
Customer reported erroneous high access accu tni (troponin I) test results were obtained for nine patient samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The initial test results were questioned by the physician. Repeat analysis was performed. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. This is event 3 of 9 reported by this customer. An MDR was filed for each of the nine patients.

Manufacturer narrative:
Samples were lithium heparin plasma with a gel barrier. Samples were processed through the automation line and were analyzed from the primary collection tube. Quality control (qc) was within the customer's established ranges prior to the erroneous results. Level 1 qc was performed 5 times on (B)(6) 2010 and out of specifications high each time. Level 3 qc was within the customer's specifications. There are no flags associated with the level 3 qc. Accutni calibration was performed and failed. A system check on (B)(6) 2010 after the erroneous results, failed due to a high %cv on the washed portion. On (B)(4) 2010, the field service engineer ran a diagnostic system check which failed the %cv on the washed portion out high. Replaced the peri-pump tubing and the aspirate probes. System check was repeated along with qc. Both met specifications. Root cause may be related to the issues identified and corrected by service on (B)(4) 2010. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 9 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-04417, 2122870-2011-04418, 2122870-2011-04419, 2122870-2011-04420, 2122870-2011-04421, 2122870-2011-04422, 2122870-2011-04423, 2122870-2011-04424, 2122870-2011-04425.